Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead was noted to be fracture. The lead was programmed off until a new pace/sense lead was implanted the following day. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7288, ICD, implanted: (B)(6) 2004. (B)(4).